Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was noted they had registration difficulties, even when performed manually. They also had system inaccuracy and navigation issues. Different pathways proposed with big shift. The patient was in full anesthesia with jet ventilation to minimize breathing movements. The superd case was not completed and was not completed by other means.